Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The shaft on the chuck end of the device fractured, at the flex shaft connection point, rendering the device inoperable. Both pieces were returned. The device was manufactured in 2014 and exhibits signs of extensive wear/ usage. The complaint stated the device likely failed due to over torqueing during use. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that dr needed a straight screwdriver to put in the cup and there wasn¿t one in the tray. So a flexible one was used and it broke in the shaft region because the torque he was trying to use it in was too high.